Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door sensor issue in the form of a door not fully latched alarm which corresponds to the reported symptom. This was caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that spectrum pump had a door sensor that would not recognize a closed door. It was also reported that there was no patient injury.